Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were in emergency room for high blood glucose due to no delivery on (B)(6) 2020 with blood glucose of 471 mg/dl. They were treated with fluids and intravenous insulin. Customer was unable to complete carelink upload. Customer states the insulin exited. The device will not be returned for analysis.